Event description:
Per the physician, the increased seizures were not related to vns. No additional relevant information has been received.

Event description:
Patient was reported to have been seen in the emergency room and was "not doing well." The patient is likely having increased seizures. No additional relevant information has been received to date.